Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) started to emit beeping tones indicating the device has reached battery status elective replacement indicator (eri). Clinic testing revealed the device is actually at battery status middle of life (battery voltage=5.08v) not eri (battery voltage=4.99v) and no tones should have been triggered. This condition could be repeated by performing several routine follow-up tests. The physician is considering replacement.